Event description:
Patient had three hsv 2 positive tests on the diasorin hsv 1 and 2 igg test, (index values = 1.51, 1.13, and 2.16), followed up with a western blot which was negative for hsv 2. Date given is the western blot confirmatory test. Reference reports: mw5116783 and mw5116785.